Event description:
It was reported that an hcp using a clinician programmer saw a message ¿infusion mode stopped. Pump stopped.¿ during a pump interrogation. The hcp then reprogrammed the pump settings to resolve the issue. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID 8840, product type programmer, physician product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter product ID 8840, serial# (B)(4), product type programmer, physician. (B)(4).